Event description:
Report 1 of 2. It was reported while using bd vacutainer® push button blood collection set, the needle separated from the holder. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: h.3: device eval by manufacturer? Yes investigation summary: bd received 6 samples from lot 5353361. The 6 customer samples, along with 10 retention samples from the reported lot, were functionally tested, and during the testing, no needle separation from holder was observed for any of the samples evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No manufacturing related quality issues were identified. This complaint could not be confirmed for the reported failure mode: separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® push button blood collection set, the needle separated from the holder. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.